Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03132 addresses the other device. It was reported to boston scientific corporation that two dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure two tomes failed to bow. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient information have been unsuccessful to date due to facility hipaa confidentiality policies. This event has been deemed a reportable event based on the preliminary investigation results; the exposed cut wire had melted the extrusion at the distal pierce hole.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03132 addresses the other device. It was reported to boston scientific corporation that two dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure two tomes failed to bow. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient information have been unsuccessful to date due to facility hipaa confidentiality policies. This event has been deemed a reportable event based on the preliminary investigation results; the exposed cut wire had melted the extrusion at the distal pierce hole.

Manufacturer narrative:
(B)(4) - (won't bow). The device has been received for analysis. A preliminary visual examination revealed that the exposed cut wire melted/ split the extrusion at the distal pierce hole. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and exposed cut wire had melted/ split the extrusion at the distal pierce hole. The distal pierce hole was elongated to approximately 9 mm (proximally from the distal pierce hole), which does not meet the maximum acceptable pierce hole elongation. The split (elongation of the distal pierce hole dimension) caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted/ split extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. The exposed cutting wire appeared discolored likely from usage. The condition of the returned unit was consistent with the complaint incident that the dreamtome failed to bow. During manufacturing, the tome devices are 100% inspected for wire integrity and bowing/ handle functionality so the distal pierce hole was likely elongated due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.